Manufacturer narrative:
(B)(4).

Event description:
It was reported the glide-thru peel-away sheath would not peel correctly and a portion broke off. User reports the the peel-away feels thin and flimsy. The sheath was removed in its entirety and procedure was completed. The patient's condition is reported as fine.

Event description:
It was reported the glide-thru peel-away sheath would not peel correctly and a portion broke off. User reports the the peel-away feels thin and flimsy. The sheath was removed in its entirety and procedure was completed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that it was not torn along the score lines as intended. One of the tabs separated from the main sheath body partway down the extrusion. The separation points were stretched and jagged. Functional inspection could not be accurately performed due to the condition of the returned sample. Manufacturing engineers were contacted as part of this complaint investigation. They confirmed that the appearance of the damage is consistent with a manufacturing issue. A device history record review was performed, and several findings were identified. Non-conformances were initiated regarding peel-away sheaths torn incorrectly. Based on the defect observed, these findings are relevant to this investigation. The customer report of a peel-away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual inspection revealed the sheath did not tear along the score lines as intended. As a result, one of the tabs separated from the main peel-away sheath body. Based on these circumstances , and the comments from manufacturing, this issue is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.